Manufacturer narrative:
(B)(4). D10: bone scr 6.5x35 self-tap. Item: 00625006535. Lot: j7273829. Bone scr 6.5x25 self-tap. Item: 00625006525. Lot: j7290883. Bioloxâ® delta, ceramic femoral head. Item: 00877503602. Lot: 3103706. Femoral stem press-fit collarless 12/14 neck taper. Item: 00786401320. Lot: 62868563. The customer has indicated that the product remains implanted and will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient experienced snapping in the hip approximately two years post-implantation. It was confirmed that the patient had iliopsoas tendinitis caused by impingement. Patient was referred for an injection under fluoroscopy. Follow- ups to gather additional information are currently in process.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b6; b7; d4; d10; g3; h2; h3; h4; h6; h10. D10: 36mm i.d. Size f high wall liner. Item: 20123606. Lot: 65454289. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: patient had a initial right tha. At 6 weeks postop, patient reported mild pain, limp and difficulties. Follow ups for 1-year and 2-year post op, found no pain and no complications radiographically. At 2 years post op, it was identified psoas tendinitis and was referred for tendon injection under flouro. The patient reports intermittent snapping in the hip, tenderness in hip flexor muscles and pain with flexion. X-rays show no loosening, wear or lysis. Clinical notes suggest patient has iliopsoas tendinitis on the right which occurs when the hip is placed in extreme rotational positions. This may be related to impingement against the acetabular cup or liner. It was discussed that he should avoid extreme hip positions. The surgeon will arrange a right iliopsoas tendon injection under fluoroscopic guidance. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
No additional information available for the reported event.